Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the inner shaft markers as per specification requirements. There was no deformation evident to the stent struts or segments there were several kinks present on the hypotube of the device at 6.5cm, 23.5cm, 58cm, 75cm and 94cm distal to the strain relief. There were also kinks present on the distal shaft at 7cm and 19cm distal to the guidewire entry port. The inner and outer shafts were ripped starting at the guidewire entry port and extending up to the proximal balloon pillow.

Event description:
It is unknown if the device was removed from the packaging per the instructions for use and prepped prior to use. The device was inspected before use with no issues noted.physician was attempting to use one resolute onyx drug-eluting stent in an unknown lesion but the stent could not pass due to shaft damage. There was no injury to the patient. The device was returned to the manufacturing facility and through analysis (B)(6) 2015) of the returned device the device was observed to be damaged (leak). Please note that this device (resolute onyx) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions